Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for evaluation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform (s/n (B)(4)) powered off unexpectedly after performing a few compressions. The crew performed the following steps in an attempt to resolve the issue: reset the lifeband, re-inserted the initial battery, ensured that the patient was properly aligned on the platform, and replaced the battery, but the issue persisted. The customer stated that both the first and second batteries were fully charged. Also, the lifeband was installed properly and functioned as intended. In addition, the lifeband was inspected after the patient call, and no issues or damages were found. The crew switched to a different autopulse platform, which worked as intended on the patient. The customer stated that the reported issue caused interruptions in providing CPR. The crew performed manual CPR during all the troubleshooting steps. Return of spontaneous circulation (rosc) was achieved, and the patient was transported to a hospital. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) stopped compressions was confirmed based on the archive data review and functional testing. A review of the archive data showed the autopulse platform had stopped compressions one time due to user advisory (ua) 17 (max motor on time exceeded during active operation) during active operation around the customer's reported event date. The ua17 advisory message was replicated during functional testing by zoll service. The investigation determined that the root cause of the reported complaint was the defective drivetrain motor, probably caused by a defective component. The reported complaint that "the autopulse platform powered off unexpectedly" was not confirmed during archive data review or functional testing. The autopulse platform was tested multiples time using different known-good test batteries, and the platform never powered off unexpectedly. An in-depth internal component inspection was also performed, and no issues were found that could cause the platform to power off with no warnings. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Archive data review showed that the autopulse platform powered up but failed to execute the take-up and displayed user advisory (ua) 02 (compression tracking error) multiple times around the reported event date, unrelated to the reported complaint. User advisory 02 typically occurs if the load sensors do not see the expected increase in load during take-up. The user turned off the platform and powered it back on to clear the ua02. However, the platform displayed ua17 (max motor on time exceeded during active operation) when powered on. The user turned off the platform again and powered it back on, and the ua17 was cleared. The platform stopped after performing a few compressions, as reported by the customer. Based on the archive data files, the platform displayed ua17 advisory message before it stopped. The user tried to clear the ua17 a couple of times by powering off/on the platform, but the ua17 persisted. There were no further compressions delivered until the autopulse timed out after 2 minutes, as per system design. The time-out is expected if the user does not power off the platform manually. The archive data shows that the customer tried powering on the autopulse platform at a later date, but it displayed a ua02 advisory message. In addition, on one attempt, the platform powered up with fault code 16 (timeout moving to take-up position), unrelated to the reported complaint. Functional testing failed as the autopulse platform displayed ua02 upon powering up, unrelated to the reported complaint. The zoll service personnel powered off the platform, re-positioned the zoll large resuscitation test fixture (lrtf), and powered up the device. The autopulse platform performed a couple of compressions before it stopped to ua17. The zoll service personnel observed that the autopulse platform was vibrating unexpectedly during those two compressions. The autopulse platform was powered off and on again, and while being held in place to avoid vibrations, the platform delivered a few compressions but stopped again. This time, the platform displayed fault code 16, unrelated to the reported complaint. During the investigation, the load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Zoll service personnel determined that the root cause of all the noted intermittent error messages was the defective drivetrain motor, which was replaced to remedy the faults. Upon further testing during service, the platform stopped after performing a few compressions due to a fault code 27 (encoder fault (>3000 rpm)), unrelated to the reported complaint. The encoder indicated that the driveshaft was turning at a speed higher than 3000 rpm during compression, triggering fault code 27. The root cause of the error was the defective integrated encoder gearbox due to a defective component, which was replaced to remedy the fault. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).